Event description:
The right atrial and right ventricular leads were returned to the manufacturer, analyzed, and tested out of specification. Information obtained indicated the system was explanted post-mortem and the healthcare professional noted the cause of death was not related to the pacing system.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the proximal segment of the lead was returned and analyzed; analysis revealed a breach of the outer insulation due to environmental stress cracking. Concomitant medical products: addrs1 ipg, implanted (B)(6) 2011. (B)(4).